Event description:
Customer reported she was experiencing high blood glucose. Last night the customer had pulled out the reservoir and there was insulin in the device. Customer's blood glucose was 174 mg/dl. Customer stated her reservoir expired a few months ago and has had them for a long time. Customer was unsure were the leak was located. Customer discarded the reservoir. No insulin was visible in the battery compartment, reservoir compartment, or under the lcd display. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-71928.